Event description:
A malfunction was reported on the pump. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the customer by providing pump reset information and ensuring the issue did not recur after resetting. The customer acknowledged the assistance and understood the instructions, showing interest in moving forward with the renewal process.